Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that upon opening the oxygenator, the customer discovered the arterial outflow connection was damaged.

Manufacturer narrative:
D4 - additional device information. Sn updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D4: UDI - corrected. D9 - corrected. Manufacturer's investigation conclusion: evaluation of the oxygenator confirmed the reported event; however, a specific root cause was unable to be conclusively determined. The eurosets standalone pmp (polymethylpentene) neonatal oxygenator, lot number 10246000, was returned and an initial visual inspection was performed at abbott. Visual inspection of the oxygenator revealed damage to the blood outlet port, with its edge appearing dented. The oxygenator was forwarded to the manufacturer (eurosets) for technical analysis, and eurosets confirmed that the arterial outlet was deformed. Eurosets determined that the device was damaged after the eurosets manufacturing process, and therefore, the real root cause of the problem was unable to be determined. Eurosets communicated that this event will be monitored, and in case of adverse trends, further investigation and/or corrective actions will be carried out. The production documentation for eurosets standalone pmp (polymethylpentene) neonatal oxygenator, lot number 10246000, was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. The eurosets advanced membrane gas exchange (amg) pmp infant oxygenator instructions for use (IFU), rev. 00, is currently available. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available and also warns that the extracorporeal circulation has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Under the "set up" section, the IFU warns the user to "carefully inspect the device before use. Do not use it if the package is wet, opened or damaged, if the device is visibly damaged or if the protective caps are not in place" and to "carry out a visual inspection and carefully check the device before use. Transport and/or storage conditions other than those prescribed may have caused damage to the device." No further information was provided. The manufacturer is closing the file on this event.